Event description:
Patient presented to physician with a portion of the stimulation lead coming out of his neck through the stimulation lead incision. The entire system was surgically removed on (B)(6) 2020 to address the erosion and infection.